Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of defib fault 72 and pacer disabled was observed during review of the device data logs but could not be duplicated during testing. The customer's report of defib disabled was observed during initial testing; however, it could not be verified. The device was put through extensive testing without duplicating the report. The pace/defib (pd) engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72", "defib disabled", and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.